Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with feelings of pain near her device pocket. Upon device interrogation, it was noted that the patient's right ventricular lead exhibited loss of sensing and loss of capture. Fluoroscopy imaging was performed on (B)(6) 2020 and lead dislodgement was confirmed. It was concluded that the patient has twiddlers syndrome and twiddled with their lead. The lead was attempted to have been repositioned, however the lead failed to extend so it was explanted and replaced. The patient was stable after the procedure and was successfully discharged.